Manufacturer narrative:
Examination of the submitted device confirmed the reported fracture. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The device was damaged during installation by the user and resulted in fracture. The cause of the damage during installation is unknown. Review of the device history records did not reveal any manufacturing deviations or nonconformances. A complaint database search finds no additional reports against the provided product and lot combination. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address implant fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.